Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7091816.

Event description:
It was reported that the patient was experiencing stimulation into his abdomen. The x-ray revealed that the leads have shifted lateral into the left space. The patient underwent a revision procedure wherein the lead was repositioned and patient was doing well postoperatively. Nothing was explanted.